Event description:
Right carpal tunnel release performed. Patient returned home. Patient returned 2005 with numbness in right index finger. Right median nerve had been partially cut. Nerve was repaired and patient released to home without further problems.